Event description:
It was reported that a patient presented with high capture thresholds noted on the left ventricular lead. During the revision process, the lead could not be accessed, and the lead could not be removed and the system was programmed to be right ventricular paced only. No adverse patient consequences were reported.